Manufacturer narrative:
(B)(6) 2011: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have the incorrect battery installed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 (time not known). In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. The patient denied taking any action in response to the alleged power issue. As a result of the reported issue, the patient claimed she developed a yeast infection and had blurry vision the following day. On an unknown date/time, the patient reportedly tested with the doctor/clinic's meter; however, the patient does not recall what her blood glucose result was. The patient also indicated she went to the hospital (date/time not specified); however, the patient stated she received only a blood glucose test. At the time of troubleshooting, the csr noted the subject meter's batteries were not replaced per owner's booklet recommendation. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.